Event description:
It was reported that the patient was implanted with two leads. According to the doctor, the leads apparently twisted when removed from the package. The doctor still managed to perform a lumbar implant; however the patient did not feel stimulation on one side. After several tests the doctor decided to change the lead a few days later.

Manufacturer narrative:
Lead: model 3877-45, lot# 0205544807, implanted: (B)(6) 2011, explanted: unknown.

Event description:
Further clarification of prior information was received. Upon the lead change out procedure, the second lead was also noted to be twisted. The lead was not used. A pump was implanted instead.